Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The customer stated, she was released, put back on the insulin pump, then hospitalized again due to high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests. The customer mentioned she had an infection at the same time she was hospitalized.